Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the inoperable keypad with an intermittent keypad response from the #1 and #2 keys, which was experienced during eval. It was found to be caused by a failed keypad. The front case (including the failed keypad) was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that the #1 and #2 ekeys on a spectrum pump were inoperable. It was also reported there was no pt involvement.